Manufacturer narrative:
Result and conclusion no longer applicable to the event. Analysis of the pump identified the pump motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Analysis of the catheter sc connector had a non-significant indent in the seal and did not affect infusion. There was no significant anomaly.

Event description:
(B)(6) 2015 per pump telemetry the pump was delivering fentanyl 4000 mcg/ml; 1916.2 mcg/day and bupivicaine 5mg/ml; 2.3952mg/day.

Event description:
It was reported that the pump was under infusing, and the patient was having poor pain control. The event was identified through pump refills over the course of several months. The following discrepancies were noted: (B)(6) 2015 expected 5.7ml, got 6ml; (B)(6) 2015 expected 4.8ml, got 5.4ml; (B)(6) 2015 expected 3.9ml, got 5.0ml; (B)(6) 2014 expected 5.7ml, got 6.0ml; (B)(6) 2014 expected 3.9 ml, got 5.0ml; (B)(6) 2014 expected 4.8ml, got 5.5ml; (B)(6) 2014 expected 4.8ml, got 6.0ml; (B)(6) 2014 expected 5.7ml, got 6.0ml. The pump was explanted and replaced with a different manufactures device, and the device was sent back to the manufacture for analysis. The patient status at the time of this report was "alive- no injury." The drug that was used via the device system was bupivacaine and fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump identified the pump motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Analysis of the catheter sc connector had a non-significant indent in the seal and did not affect infusion. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.